Event description:
The patient received an alert and when they presented to the clinic, the device was found to be in back-up mode. It was found that patient has underwent a magnetic resonance imaging (MRI), and the device had not been programmed to MRI settings, as recommended. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of back-up mode was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the records reviewed, the device was not set to MRI settings appropriately prior to the MRI scan, resulting in the device entering power on reset (por).